Event description:
Related manufacturing reference number: 2017865-2022-03192. It was reported that the patient's right ventricular (rv) lead exhibited failure to capture after procedure. The physician attempted to reposition the lead but was unable to get adequate capture thresholds. During the procedure, the physician noted blood on the conductor of the lead and the header of the pacemaker. The pacemaker header was cleaned out. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found the complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x ray examination did not find any anomalies.